Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient was experiencing pain after the trial procedure and had inadequate stimulation. The patient underwent a lead explant procedure.